Manufacturer narrative:
The lens remains implanted. The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The plunger upper tip is broken. No nozzle tip damage observed. The broken tip of the plunger was returned wrapped in gauze. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The dvd was reviewed. The device preparation is not shown. The nozzle comes into view. The lens is not visible. The nozzle is inserted into the incision and the lens delivered from what appears to be mid-nozzle. The leading haptic is folded back toward the optic. The trailing haptic is properly folded in on the optic. The plunger tip appears to already be broken when the lens come into view. The broken piece of the plunger tip is visible coming out from under the plunger after the lens is delivered. The broken piece of the tip is removed with forceps. The lens remains implanted. The device tip was broken. The root cause for the damage cannot be determined. No other device damage was observed. The returned video was reviewed. The tip appears to have broken before the lens became visible on the video. It is unknown if the plunger was retracted and re-advanced or if a plunger over or underride may have occurred, which might have caused the flexible tip to break. This is atypical damage. The lens remains implanted. There was one other complaint in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implantation, the tip of the plunger broke and a fragment went into the patient's eye. The fragment was removed from the eye and the lens remains implanted. There was no reported patient harm. Additional information was requested.